Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tip of the thunderbeat pliers melted during start-up. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Additional information: d4-lot number.

Event description:
No additional customer information.